Event description:
Drill bit broke off in ap sizing block, in patient's femur.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured triathlon 1/8" peg drill was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection confirmed the reported fracture. An mar was performed in pr for the same lot ID indicating there were no material or manufacturing defects observed on the fracture surfaces examined. -medical records received and evaluation: not performed as there is no indication patient factors contributed to the reported event. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been one other similar events reported for this manufacturing lot. Conclusions: the event was confirmed, the drill bit fractured. A material analysis has been performed for the same lot under pr. The report concluded there were no material or manufacturing defects were observed on the fracture surfaces examined.

Event description:
Drill bit broke off in ap sizing block, in patient's femur.